Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that due to low blood glucose he became unconscious and had to be treated by paramedics. The customer stated that he had been hemorrhaging in his eyes when he regained consciousness. The customer stated that he had just started on the insulin pump the day prior to the event. No troubleshooting was performed on the insulin pump. A request has been made for the customer to receive additional training. The insulin pump is not being replaced at this time.